Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs charger was not locating the ipg. The patient stated she had been without stimulation for approximately two years and had not charged her ipg either. A sjm representative met with the patient and confirmed the patient's scs ipg was inoperable. Surgical intervention may be taken to address the issue.